Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation cook was notified that a type 1b endoleak occurred on a zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the left. The patient underwent an initial procedure on (B)(6) 2025 where the following cook devices were placed: (B)(6) australia, zenith fenestrated graft, rpn: thoraco-abdominal-graft (B)(6) australia, zenith universal distal body endovascular graft, rpn: unibody-22-132 cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-90-zt, placed on the left cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-56-zt, placed on the right non-cook grafts were also placed during the procedure: superior mesenteric artery (sma): 8 mm in diameter and 79 mm length right renal artery: 6 mm in diameter and 59 mm in length right renal artery: 7 mm in diameter and 50 mm in length left renal artery: 6 mm in diameter and 50 mm in length celiac artery: 8 mm in diameter and 59 mm in length celiac artery: 9 mm in diameter and 50 mm in length procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. No endoleaks were present. All target side branch stents were intact. There was no evidence of stent graft integrity issues. Follow up computed tomography (CT) imaging with contrast was completed on (B)(6) 2025, two days post procedure. No occlusion or stenosis greater than 50% was noted in the celiac, sma, right renal, or left renal arteries. The maximum diameter of the diseased aorta from outer wall to outer wall (ow to ow) was 62 mm. All stent grafts were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. A new type ii endoleak was present. Additionally, a new type 1b endoleak was present on the most distal iliac component on the left. A secondary intervention was not performed to treat the endoleak. The patient was discharged home on(B)(6) 2025. A one-month clinical assessment was completed on (B)(6) 2025, 8 days post procedure. Bilateral ankle brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa), antiplatelet, and a statin medication. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. CT imaging was completed. A six-month clinical assessment was completed on (B)(6) 2025, 63 days post procedure. Bilateral ankle brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa), antiplatelet, and a statin medication. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. CT imaging was completed. The patient has not undergone treatment for the type 1b endoleak. The subject of this report is the type 1b endoleak, identified two days after the procedure on the zsle-24-90-zt placed on the left. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU), and imaging review were conducted during the investigation. The device was not returned for investigation as it remains implanted. However, imaging was provided for the investigation. A thoracic and vascular surgeon reviewed the imaging. The image reviewer reviewed two sets of post op scans (labeled one month follow up and six month follow up) as well as procedural imaging. The image reviewer noted ¿on the scans labeled ¿1-month follow-up¿, there is a large type 1b endoleak from the distal (bottom) end of the l. Zsle, and this endoleak is tracking back up into the main aaa sac with a large volume of contrast. It is a significant endoleak. It would be classified just as ¿inadequate seal of distal end of the zsle into the iliac artery.¿ the reviewer indicated this may have been inadequate ballooning or a diameter mismatch. The reviewer noted ¿on the 6-month follow-up CT, careful scrolling through all views of the CT shows that the type 1b endoleak has almost completely resolved.¿ the reviewer summarized there was a large type 1b endoleak at the distal end of the left zenith flex with spiral-z technology aaa endovascular graft iliac leg on the one-month scan. The endoleak had almost completely resolved on the six-month scan. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) showed no discrepancies. It should be noted that this device is supplied via a one-device lot. A database search showed no other complaints from the reported lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming products exist either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up ¿ zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease, and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ multiple large, patent lumbar arteries, mural thrombus and a patent inferior mesenteric artery may all predispose a patient to type ii endoleaks. Patients with uncorrectable coagulopathy may also have an increased risk of type ii endoleak or bleeding complications. 4.3 pre-procedure measurement techniques and imaging lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.4 device selection ¿ strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aneurysm enlargement ¿ aneurysm rupture and death ¿ endoleak ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perifgraft flow; and corrosion. 8 patient counseling information physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death final angiogram 1.postion angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. 2. Confirm there are no endoleaks or kins and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components 12.1 general ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up ¿ physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. Based on the information provided, no product returned, and the results of the investigation a potential root cause has been traced to possible inadequate ballooning during the index procedure or a diameter mismatch. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
Additional information was provided on 10nov2025. The patient has not undergone a secondary intervention and has not received treatment for the type 1b endoleak. Initially it was reported that the type 1 endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg was on the right side. However, the type 1b endoleak was on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b5. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
H3 - device evaluated by mfg?: device not returned to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a type 1b endoleak was identified on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2024, 95 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All the arteries mentioned were patent and no stenosis greater than 50% was identified. The celiac artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The bilateral common iliac and internal iliac arteries were patent. The aortic valve was native, and the aortic arch was not a bovine configuration. The maximum diameter of the diseased aorta on centerline was 56 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The left and right intended distal landing zone was zone 10: common iliac arteries. Pre-procedure clinical assessment was completed on (B)(6) 2025, three days prior to the procedure. The primary indication was aortic degenerative aneurysm, thoracic abdominal aortic aneurysm (taaa) extent IV. There was no history of degenerative aneurysm growth of more than or equal to 1.0 cm per year. The patient had not required a rescue repair after prior repair. The patient underwent an elective endovascular aortic repair (evar) procedure on (B)(6) 2025 under general anesthesia. The patient was not receiving antiplatelet medication therapy at the time of the procedure. Percutaneous access was achieved in the right and left femoral arteries. The left axillary artery required cut down for access. An endovascular iliac conduit was not performed at the time of the procedure. The following devices were placed during the procedure: superior mesenteric artery (sma): a competitor's stent measuring 8 mm in diameter and 79 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 6 mm in diameter and 59 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 7 mm in diameter and 50 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 6 mm in diameter and 50 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Celiac artery: a competitor's stent measuring 8 mm in diameter and 59 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Celiac artery: a competitor's stent measuring 9 mm in diameter and 50 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. A custom-made device (cmd) from william cook australia, zenith fenestrated graft, rpn: thoraco-abdominal-graft was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. William cook australia, zenith universal distal body endovascular graft, rpn: unibody-22-132 was placed. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-90-zt was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-56-zt was placed on the right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Procedural imaging (angiogram) was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent and intact at the conclusion of the procedure. All target vessels were patent. No endoleaks were present. All target side branch stents were intact. There was no evidence of stent graft integrity issues. No additional procedures were performed during the cmd procedure. The patient did not have any significant medical problems or complications during the cmd procedure. The patient was extubated in the operating room. The patient was not reintubated and did not require a tracheostomy. Total contrast volume used during the procedure: 175 ml, contrast dose: 1.5 ml/kg, fluoroscopy time: 55 minutes, total gray used: 2908 mgy, total dose area product: 477 cgy*cm2, fusion was used during the procedure. The estimated blood loss during the procedure was 250 ml, during the procedure no red blood cells/fresh frozen, plasma/cryoprecipitate/platelets/cell saver were given. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:00, time of first incision or arterial puncture: 08:45, time of last access closure: 11:31, time leaves room: 11:55, duration of procedure (from first incision to last access closure): 166 minutes, the patient was transferred to the intensive care unit (ICU) where he stayed eight nights. Follow up CT imaging with contrast was completed on (B)(6) 2025, two days post procedure. No occlusion or stenosis greater than 50% was noted in the celiac, sma, right renal, or left renal arteries. The maximum diameter of the diseased aorta from outer wall to outer wall was 62 mm. All stent grafts were patent. There was no evidence of stent graft integrity issues. All target side branch stents were intact. A new type ii endoleak was present. Additionally, a new type 1b endoleak was present on the most distal iliac component on the left. A secondary intervention was not performed to treat the endoleak. The patient did not have any significant medical problems or complications after the procedure or before discharge. The patient was prescribed acetylsalicylic acid (asa), clopidogrel, and a statin at discharge. The patient was discharged home on (B)(6) 2025. A one month (0-45 days) clinical assessment was completed on (B)(6) 2025, 8 days post procedure. Bilateral ankle brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa), antiplatelet, and a statin medication. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. CT imaging was completed. A six month (46-82 day) clinical assessment was completed on (B)(6) 2025, 63 days post procedure. Bilateral ankle brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa), antiplatelet, and a statin medication. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. CT imaging was completed. The focus of this report is the type 1b endoleak on the zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-24-90-zt, that was placed on the right. The endoleak was identified as "new" in the imaging completed on (B)(6) 2025, two days post procedure. No secondary intervention was completed to address the endoleak.